Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because of an abnormal increase in atrial lead impedance. No atrial capture was also noted. This device in involved in a product advisory.